Event description:
An orsiro drug-eluting stent system was chosen for treatment of a moderately calcified lesion (90 percent stenosis degree) in the lcx. During attempt of delivering the device to the pre-dilated target lesion resistance was felt. Subsequently a guide extension was used but when delivering the same device resistance was felt again. After removal it was noted that the stent was deformed at the distal end.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material wasreturned for analysis. Therefore no technical investigation on the subjectcould be performed. The production documentation was reviewed toestablish whether a deviation from the manufacturing process could bethe cause for the reported event.review of the production documentation confirmed that the instrumentwas manufactured according to specifications and passed all in-processand final inspections. As a part of the final inspection every stent systemundergoes visual inspection to ensure correct embedding andhomogeneous crimping of the stent. Based on the conductedinvestigations, no manufacturing or material related root cause could bedetermined. It should be noted that the IFU warns against re-insertion ifthe stent system was removed prior to expansion.